Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. According to the customer, an "empty well that opened losing liquid" was observed in a run prior to the false positive results occurring. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. According to the customer, an "empty well that opened losing liquid" was observed in a run prior to the false positive results occurring. Run analysis of the simplexa results from 12/22/21 are as follows: @0311 sample ID -74620: s gene (18.6) orf1ab (21.0). Sample ID -74660: s gene (32.4) orf1ab (33.2). Sample ID -74790: s gene (36.5). Sample ID -74940: s gene (21.7). @1038 sample ID -76620: s gene (17.9) orf1ab (15.1). Sample ID -76610: s gene (33.5) orf1ab (33.5). Sample ID -76580: s gene (32.0) orf1ab (33.2). Sample ID -76570: orf1ab (33.6). The customer did not indicate which samples were potentially false positive. It is noticed that 3 samples were detected very early with cts less than 22. Cts this early could potentially be due to contamination. The other 5 samples were detected with cts above 32 which indicates those are likely near the limit of detection of the assay. The customer observed one of the wells was empty and liquid was lost and only then did they start experiencing false positives. The customer was asked if they had performed any environmental testing to confirm if contamination is present, but the customer has not responded as of 1/18/22. Batch record review showed the critical component, reaction mix mol4151 lot# x13507n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the assay were not tested as this was a complaint against the disc for an "empty well losing liquid" and contributing to the false positive results. Retains of the disc mol1455 lot ca14615 were tested but no leakages were detected. The investigation is ongoing since the customer has not responded to requests of environmental testing to check for surface contamination. At this time, the assay issue is not confirmed. This is the 1st occurence on mol4150 lot# x13034n for suspected false positives, but the complaint was on the disc not the assay.